Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Removal of 11mm m2 duracon poly, replaced with 22mm med duracon a/p lipped poly.

Manufacturer narrative:
An event regarding a revision of an unknown poly insert was reported. Method & results: - device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. - medical records received and evaluation: a review by a clinical consultant noted: "I have seen the limited info for this patient with duracon bearing revision. An exchange of 11-mm thickness to 22-mm thickness suggests a severe instability problem although there is no clinical info to detail this any further." "What exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be substantiated in this case due to lack of proper information. More specific radiological information including clinical examination findings and/or retrieval analysis may all help further to solve this case." - device history review could not be performed as the device lot is unknown. - complaint history review could not be performed as the device lot is unknown. Conclusions: a review by a clinical consultant concluded: "what exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be substantiated in this case due to lack of proper information. More specific radiological information including clinical examination findings and/or retrieval analysis may all help further to solve this case." If additional information and/or device become available, this investigation will be reopened.

Event description:
Removal of 11mm m2 duracon poly, replaced with 22mm med duracon a/p lipped poly.